Manufacturer narrative:
The pod was received undeployed. Upon evaluation, timeouts and a drive stall was noted in the data. No damages or defects were noted that would contribute to the timeouts or the drive stall. It could not be conclusively determined if the timeouts or the drive stall contributed to the failure to deploy. A root cause for the reported event could not be determined. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 using the pod 3/ page 32-33 check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.***new information was provided on (B)(6)2020 *** d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44745. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 10/11/2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 4/11/2019. H10 - addtl mfg narrative user guide changed from mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 to omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was worn for less than an hour.